Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to our service centre in (B)(4), where it was inspected by a trained fisher & paykel healthcare (fph) service engineer. The damaged components were then returned to fph in (B)(4) for further investigation. Results: visual inspection revealed that the heater head case was cracked. The upper and lower harness connectors housing was found to be discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The crack was most likely caused during transport to the service centre. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The damaged components on the complaint iw980 wall mount infant warmer were replaced and the warmer was returned to the customer after passing the electrical safety and performance checks.

Event description:
A healthcare facility in (B)(6), reported that a iw980 wall mount infant warmer was displaying an e17 error code. They further requested a service of the device. During the service the harness connectors were found to be discoloured and the heater head was cracked. This was found prior to patient use.